Event description:
It was reported that patient experienced ineffective stimulation for controlling tremors. There were no high, low, or invalid impedances. X-rays were taken and did not indicate fracture or issues with integrity of the lead. Surgical intervention was undertaken wherein the left dbs lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.